Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx defibrillator had a forced shutdown. There was no negative pt impact.